Manufacturer narrative:
A complete lead was returned in one piece. Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in the clinic for the follow up on (B)(6) 2017. Upon interrogation, the right ventricular lead, which was implanted on (B)(6) 2017, exhibited low impedance. The lead was explanted and replaced. The patient remained stable throughout the whole procedure.